Event description:
It was reported that while performing hemostatis on the patient's liver during a da vinci si liver resection procedure, the surgeon was grasping tissue for removal when a 1cm flame was observed coming from the maryland bipolar forceps instrument. The first instrument was removed and replaced with another maryland bipolar forceps instrument, however, a 1cm flame was also observed with this second instrument after 30 minutes of use. The second maryland bipolar forceps instrument was removed and replaced with a third instrument of the same type to complete the planned surgical procedure. No patient harm, adverse outcome or injury was reported. This report addresses the second instrument used. Medwatch MFR report 2955842-2011-00294 was submitted for the first maryland bipolar forceps instrument used during the procedure.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed charring and localized melting on both yaw pulleys at the base grips. It was determined that the charring was likely due to a breach in the instrument insulation or carbonized tissue which created a conductive path. No other damage was found.